Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2024, the patient's parent stated the patient was in and out of consciousness so they did a bg reading and it was 32 mg/dl while the cgm was 79 mg/dl." And "data was evaluated for (B)(6) 2024 and the allegation was undetermined." H2 correction.

Event description:
On (B)(6) 2025, the patient's parent stated the patient was in and out of consciousness so they did a bg reading and it was 32 mg/dl while the cgm was 79 mg/dl. Data was evaluated for (B)(6) 2025 and the allegation was undetermined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient's parent stated the patient was in and out of consciousness so they did a bg reading and it was 32 mg/dl while the cgm was 79 mg/dl. The parent provided the patient carbohydrates to alleviate the patient's symptoms; however, she also decided to call an ambulance around 10:30pm. When paramedics arrived, they checked the patient's bg and it was 43 mg/dl, the cgm value was unknown at this time. The patient was treated with glucogel and dextrose. After an hour, paramedics left. Data was evaluated for on (B)(6) 2024 and the allegation was undetermined. Data was evaluated for on (B)(6) 2025 and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the patient was in and out of consciousness. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when paramedics arrived. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.